Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) female pt's electrode belt had gelled without the lifevest alarming. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gel deployed) has been confirmed. Upon investigation one wear therapy electrode had deployed the gel. The cause for the gel deployment was bent electrode belt trunk cable connector pins. The root cause for the bent connector pins could not be positively identified, but the damage likely occurred due excessive force while plugging in the electrode belt. No adverse event resulted from the damaged connector pins. The pt received a replacement electrode belt.